Event description:
On (B)(6) 2012, the patient contacted animas to report an elevated blood glucose (bg) excursion. The patient reported that at 7:30am that morning when she got to work she checked her blood glucose and her meter read 'high' (bg > 600 mg/dl). She informed customer support she corrected high bg with pump and got it down to 300 mg/dl; however, her bg came back up. The patient stated her bg was 387 mg/dl at 12pm, 253 mg/dl at 1pm and back up to 307 mg/dl at 3:30pm. The patient stated she felt nauseous, grouchy and her eyes felt dry with the high bgs. The patient informed customer support that her bg was in the 80's mg/dl range when she tested the evening prior to going to bed. At the time of troubleshooting, animas customer support noted that the patient reported that she changed site and site after receiving an occlusion alarm at 1:55pm during a bolus. The patient denied any site issues, but did mention that she only used her stomach for insertion sites. The patient claimed she is changing site and set every 3 days; however, review of prime history indicated the site and set were being changed every 4 days. Review of bolus history revealed that the a correction bolus of 2 units was completed at 3:09pm. Prior to that 3.55 units at 1:40pm. At the time of the call, the patient informed customer support that she was not comfortable with the pump since her bg's continued to remain high after bolusing. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a review of the black box shows one occlusion alarm due to high force. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ezprime operation was performed successfully. Occlusions were simulated during investigation and the alarms were accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues and no alarms occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.